Manufacturer narrative:
Article citation: lillemoe, heather a., et al. ¿clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines.¿ annals of surgical oncology, 2022. Crossref, https://doi.org/10.1245/s10434-022-11838-0. Facility name: (B)(6) center. (B)(4). The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right breast swelling", "late development of local seroma", " lymphoma-alcl-suspected."

Event description:
Through journal article "clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", physician reported for right side "right breast swelling", "late development of local seroma", "multifocal tumor confined to the superficial luminal side of the right implant capsule", and "diagnostic for bia-alcl." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device has been explanted. Treatment: implant removal and capsulectomy.